Event description:
The patient reported experiencing elevated blood glucose of 300 mg/dl. The patient believes the infusion device does not correctly deliver insulin. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.